Event description:
(E1) reported that while delivering inhaled nitric oxide (ino) therapy to a neonatal patient using the (d4) device, fluctuations in the monitored nitric oxide concentration were observed. According to the hospital report, the displayed nitric oxide concentration fluctuated between approximately 0-45 ppm on a target dose of 20 ppm. No patient harm or lasting adverse effects were reported. Ventilator mode and support: anesthesia machine.

Manufacturer narrative:
The device was returned to the u.s. Service center for evaluation and underwent a comprehensive functional inspection and performance verification. All testing was performed in accordance with approved service and test procedures. Upon arrival, the device met all manufacturer specifications for nitric oxide delivery, monitoring performance, and overall functionality. No faults or out-of-specification conditions were identified during the evaluation. As part of the investigation, the device's log file was reviewed. The log data did not identify a definitive cause for the observed fluctuations. Based on the limited information available from the hospital and the results of the device evaluation, a definitive root cause for the reported event could not be determined. No device malfunctions or manufacturing defects were identified. A review of complaint history for this type of event indicated that the occurrence rate remains within established control limits.